Manufacturer narrative:
(B)(4). Method: the complaint airvo humidifier was returned to fisher & paykel healthcare in (B)(4) where the audible alarm function was tested. Resistance testing was also performed on the speaker terminal. Results: during the inspection of the returned airvo the visual alerts were operating however no audible alarm was heard. The fault was traced to a faulty speaker and electrical resistance testing showed that the speaker was open circuit. The open circuit was traced to the internal coil in the speaker. A lot check revealed no other complaints of this nature for lot number 140331. Conclusion: the supplier of the speaker unit was notified and they have carried out an investigation. The problem has been traced to an issue with the gluing process. The supplier has taken steps to ensure that each speaker is checked following the gluing process and any found faulty are discarded. The airvo 2 user manual states that the "airvo is for the treatment of spontaneously breathing patients who would benefit from receiving high-flow, warmed and humidified respiratory gases." And that "the unit is not intended for life support." The user manual also contains instructions on how to check the alarm system functionality and states that "if either alarm signal is absent, do not use the unit. Contact your fisher & paykel healthcare representative."

Event description:
A biomedical engineer at a hospital in (B)(6) reported that the audible alarm on a pt101 airvo humidifier was not working. This occurred during a disinfection cycle and not during patient use.

Event description:
A biomedical engineer at a hospital in (B)(6) reported that the audible alarm on a pt101 airvo humidifier was not working. This occurred during a disinfection cycle and not during patient use.

Manufacturer narrative:
(B)(4). The complaint airvo humidifier is expected to be returned to fisher & paykel healthcare in (B)(4) for evaluation. We will provide a follow up report upon completion of our investigation.